Event description:
Customer reported motor error on her insulin pump last week. She cleared the alarm and continued using the device. Today she put a new battery in and the display shows a black dot. The buttons are unresponsive. Customer's blood glucose is over 400 mg/dl. There were no significant events leading to the alarm. Customer was advised that a false motor error may be caused by viewing the sensor glucose graph during bolus. She was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damaged keypad trace. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).